Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that since a patient's refill 2.5 months ago a patient has had swelling in her feet, ankle, and calf. The patient stated that the pump alarmed in (B)(6), and she didn't realize it until (B)(6), when it was "finally" refilled. The patient stated that when the pump was out of medication her swelling went down, but when it was refilled she started to swell again. The patient noted her refill date wasn't supposed to have been until (B)(6). The patient was scheduled to have another refill next week, but "this time around she was not running out of medication before her refill date." As a result of the pump running out of medication, the patient stated she experienced "withdraw", got sick, and she had to go to the emergency room (ER). The patient said she "vomited for 2 days straight." The patient said she thought the refill issue was the cause of her swelling, since she didn't have the issue in the past. The patient was redirected to the healthcare professional. The pump was used to infuse dilaudid (concentration unknown by reporter; dose 5.0 mg/day). No intervention or outcome was reported. Further follow-up is being conducted to obtain this information. Should additional information be received the event will be updated.